Event description:
It is reported that the tibia was grossly loose and came out completely clean with little effort. It is also reported that pt did fall prior to pain in knee.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided, x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. As the pt suffered a fall and did not have any reports of pain or issues prior to the fall, it is likely that the fall knocked the component loose. However, this cannot be definitively determined at this time. Eval: review of the device history records did not find any deviations or anomalies. Review of the device history records was not possible for the bone cement as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.